Event description:
During a redo atrial fibrillation ablation at the CT segmentation, it was fortuitously discovered that the left pulmonary veins were stenotic. The physician alleged that the stenosis occurred during the first pulmonary vein isolation while using the point by point lesion technique with the tacticath se. The device functioned correctly. According to the doctor, the lesions were placed too close to the ostium of the veins causing the stenosis. The patient was asymptomatic.

Manufacturer narrative:
Additional information: b3, g3, h2, h3. The results of the investigation are inconclusive since the devices were not returned for analysis; however, the log files from the tactisys quartz unit were returned for both procedures. The log file analysis concluded that the tacticath se catheters performed as intended in both procedures. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.